Event description:
It was reported that the user received repeated occlusion alerts on the ilet while using an infusion set (contact detach), with hyperglycemia noted at 274 mg/dl; the event was associated with an overfilled cartridge and an attempt to insert the cartridge with the needle cover still attached, both of which were corrected during a full supply change. Customer care provided support that included remote troubleshooting with the user. Investigation of this case revealed no device problem found and characterized the issue as a lack of effect due to insufficient information to tie the event to a device malfunction; user handling factors were addressed and resolved, and no specific device component fault was established. Symptoms included dry mouth, and there were no other clinical signs reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was not established.